Manufacturer narrative:
The catalog number, lot code and type of stem were not provided. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Device remains implanted.

Event description:
It was reported that the patient had a revision due to cup being poorly positioned as seen in x rays. Pca cup and liner explanted. Also, pca 28mm cocr head explanted. It was noted that the stem came out and was re-cemented in place.